Manufacturer narrative:
No parts have been received by manufacture for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the pendant of the imaging system displayed a "error initializing collimator" error message after booting up the system. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: mfg date.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that no problems were found and the system passed system checkout. The system is fully functional.

Manufacturer narrative:
Correction: aware date of supplemental report 2 inadvertently filed incorrectly. Value should be (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.